Event description:
Medtronic received information that intraoperatively, this bioprosthetic valve had to be removed due to a-v disruption (dissection to the tissue near the mitral valve annulus between the left atrium and left ventricle). The dissection was repaired and a new valve of the same size was implanted. The surgeon was not alleging the valve contributed to this event. It was reported the patient had an underlying cardiac phenotype which he suspected contributed to the event. There were no adverse patient effects reported.

Manufacturer narrative:
The product has been returned and analysis is in progress. Upon completion of analysis, a supplemental repot will be submitted. (B)(4).

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the device was received in a cloudy tan 0.2% glutaraldehyde solution in an explant kit. The valve was discolored showing evidence of blood contact. Small needle holes in the sewing ring showed placement of implantation sutures. All leaflets were slightly stiff but flexible. This is expected since the valve went through decontamination process that includes a high concentrate of a tissue fixation and the blood contact: both are known to cause stiffness of the tissue. All leaflets appeared intact. All commissures were intact. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. There were no anomalies noted during product analysis. Based on the event description, patient anatomy and co-morbidities contributed to the events. The surgeon was not alleging the valve contributed to this event. Quality assurance will continue to monitor. (B)(6). (B)(4).